Event description:
A hospital located in (B)(6) reported the following incident to a (B)(4) rep (also located in (B)(4)) with respect to r21p03-004 - maxtec maxventuri air/oxygen mixer with a max-250e sensor medical device: "(B)(6) from (B)(6) hospital reported that oxygen reading is jumping to 100%. (B)(6) from the (B)(6) department informed me that the pt's sats dropped as a result of the maxventuri going from 100% to 21%. The staff did everything they could to bring the oxygen concentration back up but this failed and the pt suffered as a result". On (B)(6) 2010, the hospital notified the fph rep in (B)(4) that the pt died. The cause of death was unk at this time.

Manufacturer narrative:
The maxventuri (B)(4) was received by maxtec on (B)(6) 2010 for investigation. The maxventuri was examined and no damage to the device was evident. In an effort to reproduce the fault described in the initial report, the unit was first tested at 40% oxygen and 40 lpm at 4 bar where the device performed as appropriate. Next the unit was occluded at the exit port and the reading increased to 99.9% oxygen within 2 minutes and 47 seconds. The unit was set on static occlusion from 100% oxygen reading the unit was monitored to determine the time interval before the unit would drop to 21% oxygen. To further assist us in analysis, we requested specific details regarding the reported incident from (B)(6) hospital and investigation report from (B)(4), our distributor in (B)(4). Result: not fault was found with the returned maxventuri device. Based on performance test, the unit read 96.7% oxygen at 2 minutes and 30 seconds. The oxygen reading was not found to drop to 21% unless it was turned off. It exhibited the well known "venturi effect". Additional info gathered from hospital and distributor concurred that the device did not malfunction. Conclusion: reported fault noted by hospital could not be replicated on the maxventuri device. The maxventuri passed both visual inspection and performance testing. Maxtec has not received complaints of any similar incidents with respect to this device.